Event description:
An ultraflex covered tracheobronchial stent was used during a bronchoscopy with the stent placement procedure on a female pt (age and weight unknown) in 2008. According to the complainant, the stent was successfully placed in the trachea; however, during deployment of the stent, the suture thread broke. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device remains implanted; therefore a device analysis cannot be performed. The cause of the reported malfunction is undetermined. A search of the complaint database revealed that no similar complaints have been reported for the lot. The april 2008 15-month ultraflex tracheobronchial stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.